Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation peeled back but did not detach. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned. The device was investigated on (B)(6) 2011 and was found that the jaw boot insulation was intact, however the heater hook had detached and pulled back.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the tip and the heater was bent. There were minimal signs of clinical usage and minimal evidence of blood. Based upon the visual observations, the reported complaint was confirmed as "heater peeling." A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).